Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer attempted to resolve the alarm by changing their pump supplies but the occlusion alarms continued. Tandem technical support offered to troubleshoot the issue with the customer but the customer declined, abruptly ending the call.